Manufacturer narrative:
D4: unique device identifier (UDI) not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the electronic health record. A technical support specialist dialed into the station server to validate and verified that all services were running successfully and logged in to health sight viewer and confirmed that there were no notices for epic and opened structured query language server management studio and ran the server down query to validate whether the carefusion coordination engine messages were crossing and found no issues in the results and server and station communication were functioning properly and no further investigation was required. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, it was not connected to the electronic health record. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.